Event description:
The parents reported that the user stopped responding to sounds with the device after a head trauma occurred. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. In addition, in situ measurements in (B)(6) 2019 showed one channel with high impedance due to undetermined reasons. However, to confirm an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The parents reported that the user stopped responding to sounds with the device after a head trauma occurred.

Manufacturer narrative:
Addiitional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. In addition, in situ measurements in september 2019 show one channel with hi impedance due to undetermined reasons. However to confirm an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The parents reported that the user stopped responding to sounds with the device after a head trauma occurred in (B)(6) 2021. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents reported that the user stopped responding to sounds with the device after a head trauma occurred.